Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the programmer did not react and makes a noise when new was selected for the r wave filter. There was no patient involvement.